Event description:
It was reported that the left ventricular lead exhibited exit block. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Method should have been 10, 23, 26, 38 rather than a. Results should have been 708 rather than a. Conclusion should have been 78 rather than 92.